Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient resumed device use without further issues. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient reportedly recovered from surgery, however, has not resumed device use.

Event description:
The recipient reportedly experienced electrode extrusion. On (B)(6) 2019. The recipient reportedly underwent skin flap surgery to cover the implant. There was no infection present.